Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During evaluation of the device for a different symptom, it was noted that a contact pin from the battery pca was found inside slot b. There was no pt involvement.